Event description:
While cleaning a probe on the alinity s system, the probe went through glove of a field service engineer (fse) and cut their hand. The cut was immediately washed with soap, sterilized with alcohol, and a bandage was placed. It was reported that the instrument was offline when the event occurred. The individual went to an emergency department on (B)(6) 2025. Complete metabolic panel, hiv, hepatitis c, and hbsag laboratory tests were performed. No results were provided. The individual was started on emtricitabine tenofovir and raltegravir for hiv exposure prophylaxis. The individual was instructed to follow up with occupational health for any further care, such as rechecking laboratory testing.

Manufacturer narrative:
A wash zone probe was being cleaned by a field service engineer (fse) on the alinity s system serial number (B)(6) when the probe cut the fse¿s hand. It was reported that the instrument was off when the event occurred and that there was no identified occurrence of an instrument malfunction that contributed to the injury. The instrument service history review revealed no additional complaints associated to the reported event. A review of tracking and trending did not identify an increase in complaint activity for the wash zone probe with regards to the reported event. Labeling was reviewed and was found to address the reported event, including mitigations to reduce contact with the probe. Based on the available information, the alinity s system serial number (B)(6) and wash zone probe met performance specifications and performed as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While cleaning a probe on the alinity s system, the probe went through glove of a field service engineer (fse) and cut their hand. The cut was immediately washed with soap, sterilized with alcohol, and a bandage was placed. It was reported that the instrument was offline when the event occurred. The individual went to an emergency department on (B)(6) 2025. Complete metabolic panel, hiv, hepatitis c, and hbsag laboratory tests were performed. No results were provided. The individual was started on emtricitabine tenofovir and raltegravir for hiv exposure prophylaxis. The individual was instructed to follow up with occupational health for any further care, such as rechecking laboratory testing.